Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that could not transmit. The device could be interrogated through a programmer. Programming changes were made, and the device still could not transmit. The patient was to use an inductive transmitter. The patient did not experience any consequences.